Manufacturer narrative:
(B)(4).analysis description: final analysis found an open circuit in the lead caused by fractured cable. The cable was fractured due to fatigue. The damage found likely resulted in the reported high impedance.

Event description:
It was reported that the patient presented to the hospital for an unrelated issue. Upon interrogation, the left ventricular lead exhibited high impedance. The lead was explanted on (B)(6) 2015. The patient was stable post procedure.